Event description:
It was reported to covidien in 2009 that a customer had an issue with gauze. The customer stated that the gauze is linting at the outer edges.

Manufacturer narrative:
Submit date: 10/6/2009. An investigation is currently underway. Upon completion, the results will be forwarded.